Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an access site located above the most inferior border of the inferior epigastric artery during an emergency coronary procedure. It was reported that after clip deployment, as the device was being retracted from the anatomy, there was a sudden pulsatile back-splash of blood. The groin area was massaged and the bleeding stopped. Five-ten minutes later, the pt experienced flank pain and a drop in blood pressure. A retroperitoneal bleed was found. The pt was treated with medication and it was thought that manual compression may have been applied to achieve hemostasis. There was no reported adverse pt sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) - access site above epigastric artery. The customer reported the device was discarded. The lot number was not provided therefore, a device history record review could not be performed.